Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx suprarenal aortic extension, an afx infrarenal aortic extension, and two (2) afx limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure patient presented emergently with abdominal pain and a possible type iiib endoleak was identified. Reportedly, the aorta was too large to treat, and physician elected to perform an open procedure. Patient is doing better. Additional information: during clinical assessment, it was determined that the type iiib endoleak event is refuted, rather it was a type 1a endoleak with caudal movement/migration.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned after explant therefore no evaluation was completed. At the completion of the clinical assessment, the urgent presentation and the surgical conversion (explant) are confirmed based on the discharge summary. The type 3b endoleak was refuted, rather it was a type 1a endoleak with caudal movement/migration. These events are most likely user and anatomy related due to the severe neck angle and the tortuous aorta which required fenestrated endograft placement, the off-label neck angle of 68.3° (IFU states >than 60°) and cautionary use type of aorta and iliac tortuous. Procedure related harms for this event could not be determined. The final patient status was reported as being transferred to a rehabilitation facility in good condition. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx suprarenal aortic extension, an afx infrarenal aortic extension, and two (2) afx limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure patient presented emergently with abdominal pain and a possible type iiib endoleak was identified. Reportedly, the aorta was too large to treat, and physician elected to perform an open procedure. Patient is doing better.